Manufacturer narrative:
After battery installation the device gave an unexpected flashing white and blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments and partial display due to display anomaly. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay. The device was received with fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was high and it was 264 mg/dl. The customer was declined to troubleshoot for high blood glucose level. The customer was assisted with troubleshooting for blank display and no report of insulin pump screen flashing when the screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and refer to back up plan per health care professional's instructions. The insulin pump will be returned for analysis.